Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm after changing battery. Customer reported that battery was not out of insulin pump greater than duration required. Customer's blood glucose was 50 mg/dl due to not eating. Customer was advised to monitor insulin pump. Customer declined troubleshooting for low blood glucose.